Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Minor scratched lcd window, racked case near display window corners, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported going into the ocean while connected to the insulin pump. Customer's blood glucose was unknown. The customer reported the display went blank immediately after the moisture exposure. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.